Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but failed during prime, compromised force sensor system test due to loose drive support disk. No failed battery test alert noted. Pump received with broken battery tube treads and broken belt clip slot.

Event description:
The customer reported via phone call that battery cap area was chipping. The customer blood glucose level was unknown at the time of the incident. The customer also stated that they change battery every 2 weeks and rejected battery random and louder on rewind. The insulin pump will not be returned for analysis.